Event description:
The customer reported the subject device intermittently went in and out of focus. Different consoles were used with the same result. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing did not reproduce the blurred image but it was considered that the issue was reported to be intermittent. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual - - inspection of the endoscopic system. Operation manual - important information ¿ please read before use - warnings and cautions. Olympus will continue to monitor field performance for this device. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. In addition, angulation did not meet specification due to the angle wires being stretched and the adhesive on the bending section was worn. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.